Event description:
Event description cpi received info that the implantable cardioverter defibrillator (ICD) could not be interrogated and had no magnet tones and the following message was displayed: 'pg not identified'. An x-ray of the ICD and lead system noted a lead fracture on a lead not mfg by cpi.

Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) could not be interrogated and had no magnet tones and the following message was displayed: 'pg not identified." An x-ray of the ICD and lead system noted a lead fracture on a lead not manufactured by cpi.